Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there was a pump motor stall. The pump was subsequently replaced and would be returned. There was no patient harm, injury, or death. The patient outcome was noted as ¿stable.¿ the pump system was being used to infuse fentanyl.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found the pump head deformed the pump tube. The pump passed 1 rev dispense testing for accuracy, but had a repeatable odd trace. Destructive analysis was performed and the pump tube was found to have an odd form. The medial portion nearing the outlet appeared flattened when compared to the rest of the tube. The portion nearest to the outlet appeared slightly expanded. There were no other significant anomalies found.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheter was aspirated and tested with a contrast under fluoroscopy, and there was no catheter issue. There were no volume discrepancies. Diagnostics included rotor/roller study, checking the logs, and x-rays. The cause of the motor stall was not determined. When asked if there was more than one motor stall noted in the event logs, it was noted that there was ¿nothing in the logs according to the physician¿ and that the stall did not recover. The patient had symptoms of headache, pain, underdose symptoms, less than 50% therapy relief, and drug withdrawal. The patient status at the time of the report was alive with no injury. The patient was doing well with the new pump and the therapy was working ¿perfectly¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).